Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage on the object lens. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The obi lens is broken, there are shadows in the image. The time of event is during inspection. There was no report of patient harm.